Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5057908. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
When I got the IV in the blood control valve failed, blood flowed quickly out of the IV catheter. The needle also was stuck to the catheter. I could not get the plastic hub to release to the from the needle and retract into the clear part. The needle would "spring" in and out of the clear plastic part with the spring.